Manufacturer narrative:
This is 1 of 2 report. The device remains implanted in the patient.

Event description:
It was reported that the subject stent was implanted at right internal carotid artery ica c4 in a patient on (B)(6) 2022. Imaging just after stent placement revealed internal carotid artery dissection, so another stent was placed to the dissection site. Also, stenosis in subject flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after stent placement on (B)(6) 2022. Preoperative mrs on (B)(6) 2022: 0, postoperative mrs on (B)(6) 2022: 0. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (b(6) 2022 to (B)(6) 2023 and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). Recovery of the patient from dissection was confirmed on (B)(6) 2022.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that on 03 aug 2022, the subject stent was implanted. Imaging just after stent placement revealed internal carotid artery dissection, so another stent was placed to the dissection site. Recover of the dissection was confirmed on 07 aug 2022. Also, stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after stent placement on 03 aug 2022. Recovery of the patient was confirmed on 07 aug 2022. It is unknown which device caused the vessel dissection, but the doctor reported involvement of the subject stent cannot be denied because imaging just after stent placement revealed the dissection. On the other hand, because the carotid artery stent was placed for treatment of the dissection, it is also possible that intermediate catheter using stent delivery was involved in the dissection. Based on the information provided in the complaint, there was no surgical delay or medical intervention reported. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported defects are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject stent was implanted at right internal carotid artery ica c4 in a patient on (B)(6) 2022. Imaging just after stent placement revealed internal carotid artery dissection, so another stent was placed to the dissection site. Also, stenosis in subject flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after stent placement on (B)(6) 2022. Preoperative mrs on (B)(6) 2022: 0, postoperative mrs on (B)(6) 2022: 0. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from 23 jul 2022 to 16 jan 2023 and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). Recovery of the patient from dissection was confirmed on (B)(6) 2022.

Manufacturer narrative:
B5 executive summary ¿ updated f10 / h6 health effect - clinical code: updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that on august 3, 2022, the surpass streamline stent was implanted. Imaging just after stent placement revealed internal carotid artery dissection, so the stent (precise 6*20mm) was placed to the dissection site. Recover of the dissection was confirmed on 07 august 2022. Also, stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after stent placement on 03 august 2022. Recovery of the patient was confirmed on 07 august 2022. It is unknown which device caused the vessel dissection, but the doctor reported involvement of the surpass streamline cannot be denied because imaging just after stent placement revealed the dissection. On the other hand, because the carotid artery stent was placed for treatment of the dissection, it is also possible that the catheter used in stent delivery was involved in the dissection. Received confirmation from cic on 23 jan 2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was 26-50%. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported 'parent vessel dissection' known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject stent was implanted at right internal carotid artery ica c4 in a patient on (B)(6) 2022. Imaging just after stent placement revealed internal carotid artery dissection, so another stent was placed to the dissection site. Also, stenosis in subject flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after stent placement on 03 aug 2022. Preoperative mrs on (B)(6) 2022: 0, postoperative mrs on (B)(6) 2022: 0. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to (B)(6) 2023 and clopidogrel 75mg/day: from 20 (B)(6) 2022 to now (ongoing). Recovery of the patient from dissection was confirmed on (B)(6) 2022. Received additional information on 23 jan 2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was 26-50%